Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6)2023. A photograph was provided for investigation. Customer complaint is not confirmed, sensor wire is visible and attached to sensor pod. Seal carrier looks to be detached but it is not related to complaint code. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.